Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es turned off unexpectedly. The customer reported that the device turned off completely and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist followed ka000015513 (unnecessary proxy settings causing disconnected mode) & ka000012071 (station shows slow network communications - win10 devices) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.